Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset prior to contacting tandem technical support in order to clear the notification. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no impact to the customer's blood glucose level. Pump was reset to resolve the issue.